Manufacturer narrative:
Device is combination product. Device evaluated by MFR: synergy ous mr 3.00 x 24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. Stent strut rows 6 and 7 from the distal end were damaged with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube, the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occured. The target lesion was located in the moderately calcified right coronary artery. A 3.00 x 24 synergy ous stent was advanced for treatment. However, during stent deployment, the stent could not pass the lesion and was deformed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damaged occured. The target lesion was located in the moderately calcified right coronary artery. A 3.00 x 24 synergy ous stent was advanced for treatment. However, during stent deployment, the stent could not pass the lesion and was deformed. No patient complications were reported and the patient's status was stable.